Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was having issues with her infusion set as the tubing become detached from the site while sleeping. The site location was at the left side of the abdomen and the pump was located on the left side. The infusion had been in use for three days. Reportedly, the infusions were stored in the bedroom closet, no humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.